Manufacturer narrative:
(B)(4).

Event description:
One of our product specialist mailed to us. Both her daughter and her husband is using dexcom g6. On the evening of october 9 her husband looked at his mobile and saw that the app showed low - but the mobile has not alarmed for that. 15 minutes later it was the same thing with daughter and I have made a separate complaint (B)(4) both her daughter and her husband has upgraded to mobiles to version 13.1.2.